Event description:
Information received by medtronic indicated the customer experienced high blood glucose. Blood glucose reading was 500 mg/dl. The product involved in the event was unk_ngp. Troubleshooting was performed and it was found that the basal flow was at 2.2iu/hour on 16 (B)(6) 2025. The customer was admitted to the emergency room, with rapid insulin delivered after blood work. The pump was examined, and basal flow was at 0,1iu/h. The pump was reset to the prescribed basal flow. No product return is required for unk_ngp.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.